Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump "stopped working." It was reported that it had a continuous alarm with no message displayed. Per reporter the infusion was not life-sustaining, the remaining infusion volume was wasted and the pump was subsequently exchanged. No adverse patient effects were reported.